Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Problem code 1504 captures the reportable event of balloon pinhole. Investigation result: a visual examination of the returned complaint device revealed that the balloon did not have any visual defects. Functional evaluation was performed and the balloon was inflated; however, a leak was noted on the balloon due to a pinhole located near the proximal bond of the balloon. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the small intestine during a gastrointestinal dilation procedure performed on (B)(6), 2019. According to the complainant, during the procedure, a pinhole was noted in the balloon after the second inflation. The procedure was completed with another cre pro gi wireguided dilatation balloon device. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the small intestine during a gastrointestinal dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a pinhole was noted in the balloon after the second inflation. The procedure was completed with another cre pro gi wireguided dilatation balloon device. There have been no patient complications reported as a result of this event.